Manufacturer narrative:
The pump was monitored without a battery for 10 minutes. After re-inserting a battery, no unexpected failed battery alarms were noted. The pump passed the displacement and self tests. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump received excessive failed battery tests. The customer's blood glucose value at the time of incident was 10.5 mmol/l. The customer is very dissatisfied. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.